Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a microvasive rx locking device & biopsy cap system were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure. According to the complainant, during the procedure, while advancing the cannula through the biopsy cap the sponge within the cap dislodged and became stuck in the working channel of the scope. The scope was removed from the patient and a new ercp scope was inserted. The procedure was completed with another microvasive rx locking device & biopsy cap system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Other (stuck in scope). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.